Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon broke up inside of me- vagina [foreign body in reproductive tract]. Vaginal infection [vaginal infection]. Painful- vagina [vulvovaginal pain]. Tampon broke [device breakage]. Went to take it out, only the string and linger of the outside of tampon came out [complication of device removal]. Not absorbing- tampon [device ineffective]. Case narrative: consumer reported via e-mail that the tampon broke inside of her. No serious injury reported.